Event description:
After interstitial needle placement in the or (operating room) and treatment planning in radiation oncology, the interstitial needles were connected to the transfer guide tubes and the hdr (high dose rate) afterloader. Channel obstruction tests were performed prior to treatment, as is the standard process. The "dummy cable", which is not radioactive but is used strictly for these measurements could not be extended beyond the connection point between the guide tube and needle (100cm). Multiple attempts at trouble shooting, including reconnecting, repositioning and changing between guide tubes did not alleviate the problem. Ultimately, the treatment was aborted, and the needles and obturator template were pulled. The patient is scheduled for the procedure again on [date redacted] for an inpatient stay.